Event description:
The patient's age was unknown, but was a male. The target lesion was (B)(6). The lesion was a de novo, diffused, moderately calcified and slightly tortuous. There was 99% stenosis. Pre-dilation with a balloon (nc sprinter 2.5/15mm) was conducted at 16atm and then a cypher select+ (complaint product 1: 3.5/23mm) was delivered to the target lesion of (B)(6), but the cypher select+ would not cross the target lesion. Therefore pre-dilation was conducted several times and the physician tried to advance the cypher select+ pushing it back and forth into the guiding catheter several times, but the cypher select+ flared at the distal end and. Therefore the physician tried to deliver a new cypher select+ (complaint product 2: 3.5/23mm) to the target lesion but this was also was unsuccessful. Therefore a different stent (xience 3.5/23mm) was implanted at (B)(6), and 2 additional cypher select+ (2.5/28mm x2) were implanted at (B)(6) as the lesion was diffused, and the procedure was finished successfully. There was no patient injury reported. Both products will be returned for analysis.

Manufacturer narrative:
Friction was felt during the attempts to cross the lesion through the guiding catheter., but not with the 2nd cypher select+. The event was only crossing difficulty due to the calcification. An attempt was made to withdraw the stent deployment system with the stent on the balloon, but not sure if both cyphers were withdrawn inside the guiding catheter. The brand of the guiding catheter was unknown, but ebu 7f was used. Both complaint cypher select+ will be returned for analysis. The physician indicated of failure to cross with the 2nd cypher select+ (jb23350/ 15097182) too. There were two complaint products (cypher select+; cjb23350/ 15097182 x2). For cypher (cjb23350/ 15097182), after removal from the patient, no damages were noticed on the delivery system or stent. Concomitant products: inflation device: everest, gw: fielder, gc: ebu 7f, bc: nc sprinter 2.5/15mm, stent: cypher select+ 2.5/28mm, and xience 3.5/23mm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15097182 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15097182 pre-sterile assy lot 15097183 was reviewed. It was observed during review of the lot that no nonconformances were generated and no incidents were noted that could be potentially related to the complaint reported. No issues were noted that were considered potentially related to the reported complaint. Preventive maintenance records for crimper machine, with equipment (B)(4) was reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The fpi/lpi for crossing profile and stent retention were reviewed and no anomalies were found. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that two 3.5x23 cypher select plus stents (jb23350/ 15097182) would not cross during treatment of a 99% stenosed de novo, diffuse, moderately calcified and slightly tortuous proximal to distal right coronary artery (rca) lesion, after pre-dilation. Additionally, the distal end of the first cypher stent flared after attempt to cross. Pre-dilation with a balloon (nc sprinter 2.5/15mm) was conducted at 16atm. When delivering the first 3.5x23 cypher select plus to the proximal rca lesion, it would not cross the lesion. Predilation was conducted several times and the cypher was advanced pushing it back and forth into the guiding catheter several times, but the cypher flared at the distal end. Therefore, an attempt was made to deliver another 3.5x23 cypher to the target lesion; however, this was also unsuccessful due to the calcification. A noncordis 3.5x23mm xience was implanted at the proximal rca and two 2.5x28 cypher select plus stents were implanted at the mid to distal rca as the lesion was diffuse. The instructions for use precautions that the distal lesion should be initially stented followed by stenting of the proximal lesion to obviate the need to cross through the proximal stent and reduce the chance of dislodgement. The procedure was completed successfully with no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 15097182, pre-sterile assy lot 15097183 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Preventive maintenance records for crimper machine, with equipment ids: (B)(4) was reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The fpi/lpi for crossing profile and stent retention were reviewed and no anomalies were found. Based on the analysis of the returned device, the crossing profile was within specification. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaints. The reported distal strut uplift was confirmed. It is likely that the multiple back and forth manipulations in attempt to cross the calcified lesion in order to deliver the stent contributed to the uplifted distal struts. There is no indication that the events are design or manufacturing related and it appears that lesion characteristics and procedural factors may have contributed to these events. Therefore, no corrective actions will be taken at this time.